Event description:
During baxter's evaluation a device alarmed for a constant downstream occlusion. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device evaluation was unable to reproduce the constant downstream occlusion alarms during further testing. However review of the history log confirmed the alarms. The downstream sensor was found to be out of specification. The unit will be reworked and retested.